Event description:
It was reported that the cannula did not deploy as intended when the pod was activated; this indicates a needle mechanism failure. The patient reported the cannula was only partially visible and bent when the pod was removed. The patient could not see the color of the pink slide. The pod was worn less than an hour. The patient also reported being unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.